Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for the cardiac resynchronization therapy defibrillator system implant procedure. The stylet was stuck inside the lead during an attempt to reposition the lead. The physician removed both lead and stylet and replaced with a new lead successfully. The patient was stable throughout the procedure.